Event description:
It was reported by service report that the headend and footend lifts were inoperable, and the footend was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: dip switches were set incorrectly.